Event description:
A report was received that the patient was experiencing itching and burning sensation at the ipg site. The physician believed it was device related. The patient underwent an explant procedure. During the procedure, the physician noted a large amount of scar tissue.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause heating and/or burning pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing burning pain and or heating at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient was experiencing itching and burning sensation at the ipg site. The physician believed it was device related. The patient underwent an explant procedure. During the procedure, the physician noted a large amount of scar tissue.